Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd luer-lok¿ disposable syringe had scale marking error. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
No samples were returned in support of this complaint. One photo depicting a 1ml ll syringe with needle. The syringe scale is illegible between the 0.2ml and 0.3ml scale. The illegible print observed is rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The potential root cause for the illegible print defect cannot be determined based on the photo provided, it is difficult to determine if the defect was created at the printing or assembly process without having the actual sample to evaluate. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no. Nurse found scale marking blurred when taking the solution. The surface of the syringe is rough between 0.2ml and 0.3ml scale.

Event description:
It was reported that a bd luer-lok disposable syringe had scale marking error. Nurse found scale marking blurred when taking the solution. The surface of the syringe is rough between 0.2ml and 0.3ml scale. There was no report of exposure, serious injury or medical intervention.